Event description:
It was reported that during testing it was observed that the motor device had no power. It was not reported if there were any delays due to the event or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the motor device had no power was confirmed. An assessment was performed which found that the hand-control did not work because the connector pin that was connected to the hand-control circuit had been pushed back. The pin pushed back in the connector was determined to be a result of the connector not being properly aligned and forced into the female connector when plugging it into console. The assignable root cause was determined to be due to misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.